Event description:
It was reported the device was not used during a gastrectomy procedure. It was reported by the affiliate that the staple line was incomplete (half of the lines were missing). The surgeon placed hand-stitches to close the tissue. There was no pt consequence.

Manufacturer narrative:
The product analysis team has completed its investigation which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections and results: cartridge position, loaded: casing position, back; hook shroud postion, good; lockout slide postion, unlocked; number of staples returned in cartridge, none; retaining pin position, back; safety position, locked; trigger position, open/locked. Functional tests and results: hook shroud condition, good; indicator function properly, yes; indicator setting when firing, 2.5; knob collar lockout slot condition, good; lockout slide tip condition, good; safety disengage properly, yes; staples fire properly, yes; staples form properly, yes. Based on the information received and the visual results, no conclusion could be reached as to what may have caused the reported incident. The batch history records were investigated and there were no anomalies noted for missing staples during manufacturing. It should be noted that a 100% visual inspection takes place during manufacturing to ensure that all staples are present prior to shipment. The instrument was fired with a reload cartridge and it fired and formed all the staples as designed across the entire staple line. Manufacturing and engineering have been notified of the reported incident.